Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and mild dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015. -uneventful device explant (B)(6) 2017 due to ongoing gerd symptoms. Removal surgery included a crura repair from a 2cm stomach herniation through the linx device. -after device removal, a second linx device (model: lxmc16, lot # 11889) was implanted without issue during the same surgery.